Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. The reporter stated her blood glucose monitor was non-functional and she did not have a back-up. She was unable to test her blood sugar all day, at 5:00 pm she was admitted to the hospital due to hyperglycemia. She was treated with IV fluids and insulin. Later troubleshooting showed the device to be functional once the reporter put a new battery into the blood glucose meter. The reporter requested a new insulin pump. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within spec.